Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for an assembly issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6b: explanted date: device was not explanted. E3: occupation: cath lab products manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the surgeon completed a left heart catherizaion procedure with right groin access using a 6fr pinnacle sheath. After completion of the procedure, groin shots were taken and verified that patient was a suitable candidate for the involved angio seal closure device. When assembling the angio-seal, the sheath and arteriotomy locater would not connect (or snap in place). Since they could not set up a connection, a second angio-seal device was opened, and the same issue with the sheath and arteriotomy locator occurred, as it would not snap/connect. Therefore, they manually held the sheath and arteriotomy locater in place so that the patient could be closed with the angio-seal and move on to recovery. Although this method required two people to deploy the device, the angio-seal was deployed successfully, and the patient is doing well. Estimated blood loss was less than 250 ccs. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional info was received on 03 aug 2023: there was difficulty in inserting the locator into the hub. The user did not successfully insert and lock the locator in the hub. There was no audible click on mating. Since it was never mated, there was no tactile feedback after mating. Multiple attempts were made to mate the locator with the hub. Locator never mated with the hub so there was never a connection. Uncertain why the locator would not connect other than it would never snap into place. The separation did not occur when the device was in the patient. Patient was not hurt due to this issue. They the angio-seal ended up being deployed successfully but required the locator and hub to be held together manually during part of the deployment process. Patient recovered with no issues.